Event description:
A site purchasing representative, reported a stripped screw on their suretrak clamp. No details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement suretrak small clamp shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the adjustment screw head and threads were not stripped. The clamp moves without issue. Also, the attachment screw threads are not stripped and receive the mating part without issue. No problem found. Fully functional - device did not cause event.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.